Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI (B)(4).

Event description:
It was reported that during a procedure, the physician removed the fogarty catheter and the tip fell off when the doctor touched it. As the device was out of the patient when the tip fell, no additional intervention was required. Another fogarty catheter was used to continue the procedure. There was no patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Our product evaluation laboratory received one model 120803f catheter. The catheter body was broken at the proximal end of the proximal balloon windings. The edges at the break locations appeared to match. Part of the proximal balloon windings had unraveled. At 0.01¿ proximal of the break location, a cut measuring 0.02" long and surface damage were visible on the catheter body. Both the balloon latex and the distal balloon windings were intact. The customer report of "tip fell off" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿